Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms once it was connected with the device. Oversensing of noise was also seen on the ra channel. The ra lead was disconnected and checked with a pacing system analyzer where the impedance measurements were still greater than 3000 ohms. The physician decided to remove and replaced the ra lead prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
--